Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd solomed syringe with needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. Due the lack of sample or picture related to the occurrence, it was not possible perform the defect evaluation, thus it not possible confirm the root cause to the occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle there was an issue with leakage. There was no report of injury or medical intervention.